Event description:
A customer contacted beckman coulter inc., (bci) and reported that they noticed a leak coming from the synchron cx9 alx analyzer. No erroneous results have been generated. No injury was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found waste leakage and replaced the drain hose.